Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6) 2011. According to the complainant, during the procedure, a stone was removed from within bile duct using the device. However, while attempting to reinsert the device into the patient, it was noticed that the that the guidewire lumen had been shifted proximally. Additionally, resistance was felt while trying to insert the device into the patient. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6) 2011. According to the complainant, during the procedure, a stone was removed from within bile duct using the device. However, while attempting to reinsert the device into the patient, it was noticed that the that the guidewire lumen had been shifted proximally. Additionally, resistance was felt while trying to insert the device into the patient. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device found heavy residue encrustation on the distal end of the device. The basket was extended approximately 11mm from the distal end of the coil assembly. The basket tip was intact and the guidewire lumen (side-car) presented push-back. The outer sheath was found to be buckled and kinked at the proximal end of the guidewire lumen. A functional evaluation of the device could not be performed due to the heavy residue from the contrast media found on the device. The condition of the returned incident device was consistent with the complaint; guidewire lumen shifted proximally. Additionally during device evaluation it was also noted that the sheath was buckled and kinked at the proximal end of the guidewire lumen and heavy contrast media was present. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).